Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
(B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box and alarm history showed a single ¿call service (B)(4)¿ slave communication error alarm on (B)(4) 2017. The pump powered up to a fully clear and illuminated display screen. Investigators were unable to duplicate ¿blank screen¿ complaint. The ¿call service (B)(4)¿ appears as a blank screen but can be resolved as any other call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.